Event description:
A malfunction occurred with the pump, identified by the malfunction code "malf 24." There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer as the current one was not resettable. The customer, who was within warranty, was advised to use multiple daily injections (mdi) as a backup therapy. The customer was given instructions on how to store the current pump before returning it and acknowledged the need to program settings and connect their cgm to the replacement pump.